Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no down button response due to corroded keypad traces. No blank display noted. Insulin pump had moisture damage found on electronic and motor assembly. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported by the customer that the insulin pump was exposed to water. Lcd screen is not displaying anything, and there is water visible under the screen. Advised insulin pump would be replaced. No additional information is provided.